Event description:
The customer reported elevated red blood cell (rbc) and hemoglobin (hgb) results, for one patient, involving the coulter act diff 12 analyzer. The patient sample was reanalyzed two more times and recovered lower results. Controls, performed prior to the sample, recovered within the assay ranges. For comparison, the customer reanalyzed a different patient sample, and the original and retest results correlated. The customer stated the elevated results were not released out of the laboratory; per laboratory protocol, flagged results are reanalyzed. The reanalyzed results were confirmed by a third analysis at which the results were issued. There was no patient consequence or change in patient treatment associated with this event. The customer was satisfied and indicated this was an isolated event and did not request instrument service. The instrument was in operation.

Manufacturer narrative:
Service was declined as the customer did not question system performance. A clear cause of the event is unknown.